Manufacturer narrative:
No product sample was received therefore, visual and functional testing could not be performed. A lot number was not provided and device history record (DHR) review could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that while twisting the needle into the syringe, the neck part of the device cracked. No patient injury was reported.